Event description:
It was reported that a flogard infusion pump experienced a battery failure. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site by a service technician. The sample was visually inspected and functionally tested. A review of the alarm log identified an occurrence of the f-94 alarm. The reported condition of a battery failure was confirmed as an f-94 alarm. The cause of the reported condition was determined to be the battery being fully discharged. To correct the issue, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.